Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer states the foot end of her mother's bed lowers by itself after it is raised up.